Manufacturer narrative:
H3: analysis of the returned ins serial # (B)(6) passed functional testing. Analysis of the returned associated lead identified that the conductor(s) was/were crushed; but there was no impact to electrical functionality. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was having a battery replacement due to regular eri on (B)(6) 2025. However, prior to surgery, impedances were measured and showed >4000 ohms on all electrodes. No known causes. Impedance measurement with 2v, all electrodes showed impedance >4000 ohms. Replaced the lead. The lead was replaced. After connecting the new lead to the new ins, all impedances were in normal range and showed good motor response. Issue resolved. [See general text for ins battery replacement rule out].

Manufacturer narrative:
Continuation of d10: product ID 388928 lot# 0204383705 implanted: (B)(6) 2012 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 388928, serial/lot #: (B)(6), ubd: 20-sep-2014, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.